Event description:
It was reported that the customer had a button error alarm on their insulin pump. The customer's blood glucose level was 159 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.